Event description:
It was reported that the surgeon inserted and removed a cq2015 collamer three-piece lens due to the patient's medical condition. The pt had glaucoma. The reporter stated the posterior capsule was open. The lens was removed with no patient injury, no enlarged incision or sutures. Additional information has been requested from the facility, but none has been forthcoming. If additional information does become available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found no visible damage to the lens. There was evidnce of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartidge were not returned for evaluation.